Event description:
As reported from romania by our edwards lifesciences affiliate, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by right transfemoral approach. During the valve deployment, an annular rupture occurred, as leakage was observed outside the aortic root with angiogram. So, protamine was used to close the leakage. However, the patient became unstable, and pericardial effusion was also observed. Consequently, the patient was moved to surgery, as the initial plan was to replace the aortic root. However, upon opening the chest, the pericardial liquid was removed and the heart became stable, so the aortic root replacement was not performed. The patient was in a stable condition. As reported, the root cause of the rupture was severe calcifications.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (severe calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.